Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 8637-40, neuro pump; 8780, catheter, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient was found unresponsive at home, and it was noted that there was 'pacemaker failure.' Upon magnet application, the 'pacemaker was not firing', though when the patient was hooked up to a temporary pacemaker, pacing was evident. Follow up was unable to determine the nature of the pacemaker failure. The patient was placed on comfort care, and the device remains in use. No further patient complications have been reported as a result of this event.